Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated field: d8, h2, h3, h4, h6, and h11. The device was returned to olympus for inspection and the reported event was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction is not established, which is the investigation findings do not lead to a clear conclusion about the cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing it was discovered that the camera-level of the scope had blood trace after several soluscope passes. There was no reports of harm.